Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The battery reamer drill device was evaluated and the reported condition that the device would not run was not confirmed. However, during evaluation it was observed that the device failed pretest for check cannulation. It was further determined that the electromotor for the reamer/drill was worn, and was vibrating, there was a dent on the electronic control unit (ecu), the adjusted nut was damaged, the insulation on the ecu wire was damaged, an unknown debris and dirty grease was on the gear parts, and the unit¿s transmission shaft was worn out. The assignable root causes of these conditions was determined to be wear from normal use and servicing, and improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery reamer/ drill device would not run. During in-house engineering evaluation, it was observed that the electromotor for the reamer/drill was worn, and was vibrating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.